Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected low out-of-range shock impedances. Boston scientific technical services (ts) advised bringing the patient in for troubleshooting. No adverse patient effects were reported. Remains in service.